Event description:
See initial report.

Manufacturer narrative:
The investigation at the manufacturing site revealed that the pump chamber was heavily soiled and the motor had a rusty bearing.

Manufacturer narrative:
Of the initial MDR the following was erroneously reported "the service representative was able to confirm the reported issue and traced the failure to a defective patient pump. The technician replaced the pump to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service." The correct narrative is provided here below: the replacement of the patient pump did not solve the reported issue. The reported error message persisted after the new pump installation. The technician traced the failure back to the stirrer motor afterwards. He replaced the part and was thus able to remove the problem. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a defective patient pump. The technician replaced the pump to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message during priming. There was no patient involvement.